Manufacturer narrative:
The customer biomedical engineer troubleshot the reported issue with ge healthcare technical support. Flow and pressure calibrations were performed to resolve the reported issue. No patient information available at time of MDR filing. Unique device identifier - (B)(4).

Event description:
The hospital reported resistance when using bag mode. There was no report of patient injury.